Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The technician found debris in the siderail latch mechanism. The technician cleaned the siderail latch mechanism to repair the bed.